Event description:
A report was received that the patient developed an infection at the pocket site. Symptoms include fever and soreness at the site. The physician believed that the infection was procedure related. The patient underwent an explant procedure and was given antibiotics. The patient was doing well after the procedure.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model #: sc-2316-50, serial / lot #: (B)(4), description: infinion 1x16 perc lead kit, 50cm; model #: sc-3400-30, serial / lot #: (B)(4), description: 30 cm splitter kit. The explanted devices were not returned to bsn as they were discarded by the medical facility.